Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report feeling a sharp jabbing pain and aching in the pacemaker area. Follow-up was conducted and it was reported that the patient called and rescheduled their appointment but did not discuss any symptoms. The device remains in use. No patient complications have been reported as a result of this event.